Event description:
A malfunction alarm occurred, identified as malf 12, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appeared again. The customer understood and acknowledged the instructions.